Event description:
Information received from the field notes that 2 days post-implant, the patient developed intercostal muscle stimulation on t he ventricular lead. The lead was repositioned and the muscle stimulation ceased.~~~